Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there was missing ventricular-pace which is caused by residual electrical disturbance on the ventricular sense amplifier at the time that the electrocardiogram (egm) amplifier is turned on/off by the reference egm collection. The device remains in use. No patient complications have been reported as a result of this event.